Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units will not power up with new pad-pak (installed (B)(6) 2016) pad-pak lot b1253.

Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 25th may 2012 and performed to specification up to and including the last log entry on the 15th may 2016. The returned pad-pak was inserted into the device and the device failed to power on. This would confirm the reported fault. A test pad-pak was inserted into the device and the device powered on, then shutdown with a low battery warning and a flashing red status led. This indicates a fault. Upon further investigation it was found that the pad-pak voltages had been significantly impacted. Upon visual inspection of the printed circuit board a capacitor was found to be bulging and vented. This would suggest the capacitor had failed. The capacitor was replaced for testing and passed a self-test. The device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found the reported fault can be attributed to capacitor failure. This capacitor failing caused the fuse to blow on the returned pad-pak. This would account for the device being unable to be powered on. The functionality of the circuit is tested before leaving heartsine it is therefore concluded that the component failed after dispatch from heartsine.